Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On november 4, 2021 mentor became aware that it erroneously placed an incorrect statement in the initial report submitted on that same date. The incorrect statement is as follows: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The correct statement is as follows: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had unknown mentor tissue expanders placed experienced bilateral deflation post procedure. The inferior and superior portions of the tissue expanders tore. As a result, explant and replacement with new mentor tissue expanders was performed on (B)(6) 2021. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, these devices were used in an off-label manner. See 1645337-2021-12300 for contralateral prosthesis report.